Manufacturer narrative:
The manufacturer did not receive the device for investigation, it is still implanted. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient underwent an initial hip arthroplasty about eight years ago and was implanted with an unknown metal on metal hip component (catalogue number unknown). Subsequently, the patient was experiencing cobalt and chromium ions in the blood stream and the metal ions causing inflammation to the tissue resulting in bone loss. A revision surgery is planned. Note. As the exact occurrence date in unknown.

Manufacturer narrative:
Trend analysis: a trend analysis could not be performed as no item number was available. Device history records (DHR) review results: the DHR check could not be performed as the lot number was not available. Event summary: it was reported that the patient underwent an initial hip arthroplasty about eight years ago. Subsequently, the patient started to experience high cobalt and chromium ion levels in the blood stream and the metal ions causing inflammation to the tissue resulting in bone loss. The patient needs implants to be replaced. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Root cause analysis: the product lot &reference numbers were not available for investigation. Neither x-rays, operative notes, nor office visit notes were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Conclusion summary: based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).